Event description:
It was reported that percutaneous transluminal angioplasty (pta) and stent placement were performed in the right common iliac artery (cia) and superficial femoral artery (sfa) for treatment of arteriosclerosis obliterans. An angio-seal sts plus was deployed in the left common femoral artery and hemostasis was achieved. A pre-deployment angiogram was not performed; however, no anomalies were seen at the puncture site. The artery lumen diameter was approximately 5 mm. There was approximately 25% stenosis near the puncture site. The patient also had diffuse peripheral vascular disease. The ankle brachial index (abi) improved from 0.5 before the procedure to 0.8 post procedure. The patient ambulated twelve hours after the pta. The patient was discharged later (date unknown). Ten days after the pta and angio-seal deployment, the patient returned to the hospital complaining of left lower leg pain. An angiogram confirmed 99% stenosis in the common femoral artery (cfa). The next day another pta was performed. The stenosis was reduced to 50%, but revascularization was not complete. The day after the pta, the patient went to surgery where the anchor and collagen were removed. The anchor and collagen were found in the cfa. Fifteen days after surgery, the patient was discharged. The patient has recovered. The patient's weight was reported as normal.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirement prior to shipment. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instructions for use (IFU) warns to not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery. This may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) recommend that a pre-placement arterial angiogram be performed to ensure correct placement of the device in the common femoral artery (cfa). The angio-seal device patient's information guide, which the patient is instructed to carry with them for 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card; fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.